Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9732266, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed there was no input detected at start up. It was reported that reseating connections to the video splitter restored functionality. There was no patient present when this issue was identified. It was noted that the issue later recurred and that "active" led was not illuminated but was receiving power and that manual manipulation of the splitter caused the video connection to go "in and out".

Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The video graphics array (vga) splitter was replaced and the issue resolved. The system is fully functional. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.